Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the right coronary artery (rca). The lesion was treated using five passes with the oad on low speed. When the oad was removed from the patient, a perforation was noted. Balloon tamponade was used to attempt to resolve the perforation. A temporary pacemaker was inserted and cardiopulmonary resuscitation was performed, and the patient was underwent surgery to bypass the rca. The patient was in stable condition following the procedure.